Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, there was blood coagulation in one needle. No patient impact reported. The following information was provided by the initial reporter: "the patient has been taking anticoagulant drugs regularly for a long time, but blood coagulation in the needle still occurs during arterial blood gas collection."

Manufacturer narrative:
Investigation summary: material #: 364314 lot/batch #: 2272043 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for heparin content and no issues were observed as all samples met specifications. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 2272043. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for heparin content and no issues were observed as all samples met specifications. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, there was blood coagulation in one needle. No patient impact reported. The following information was provided by the initial reporter: "the patient has been taking anticoagulant drugs regularly for a long time, but blood coagulation in the needle still occurs during arterial blood gas collection."